Event description:
During snare electrocautery during a polypectomy the snare was noted to not cut cleanly resulting in unexpected bleeding at site. Snare was removed and noted to be twisted leaving an irregular cutting edge of loop. Site required further cauterization.